Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was received and analyzed. Analysis results revealed the helix disengaged from helical channel. The proximal conductor had blood/body fluid (not obstructed). Blood in/on helix/lobe mechanism and also mechanism sleeve. The device is part of the advisory for this model.

Event description:
It was reported that during the implant attempt, the lead would not extend after being repositioned. The lead was withdrawn and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, the lead would not extend after being repositioned. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.